Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2016 with the following findings: during investigation, the battery compartment was cracked at the threads to the left of the bumper, at the threads above the bumper, and at the case seal below the bumper. Unrelated to the original complaint, the battery cap was stuck to the pump and had to be forcibly removed and the cap threads were damaged. A test cap was used during investigation. Evidence of moisture was found on the underside of the returned battery cap. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further evidence of moisture internally.